Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to rising thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment. The proximal fragment was not returned. Several cuts into the insulation were found. These cuts probably occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to rising thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.